Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to the exhalation flow transducer having drifted over time. The transducer calibration was performed and the monitored vte was within factory specifications.

Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr found low vte errors and transducer alarms. The fsr replaced the main board and completed performance testing. The reported issue was resolved. In the event that the defective component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that during set up for use on a patient, the ventilator had low vte and transducer alarms. The flow sensor was also stuck. The unit did not pass the extended systems test (est). There was no patient involvement associated with this reported issue.